Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that cartridge did not fit onto the pump. Reportedly, the cartridge was changed to address the issue. Customer¿s blood glucose level was 282 mg/dl.